Event description:
It was reported that during a cholecystectomy procedure, the device did not fire the clips when activated. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/1/2007. Broken cam. Evaluation summary: no conclusion could be reached as to what may have caused the reported incident. The instrument was cycled and upon the first firing the cam broke and one clip with gap was released from the jaws, the remaining clips were ejected due to the cam condition. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.